Manufacturer narrative:
The insulin pump was received with a blank display due to a missing battery tube spring. Unable to verify button error alarms due to a blank display. However, the device had a flattened escape button dome switch.the device had a cracked display window corner, scratched lcd window, and a cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.